Manufacturer narrative:
The solid-state drive (ssd), 9736411, was returned to the manufacturer for analysis. After functional testing and visual and physical examination, the issue was confirmed. The system became unresponsive when attempting to load patient data. There was a software /corrupt operating system (os) issue. Codes b01, c10, and d02 are applicable. Software logs have been returned to the manufacturer for analysis. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Codes b01, c10, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, serial/lot #: (B)(4); product ID: 9736411 h3: a medtronic representative went to the site to test the equipment. Testing revealed that the system was not fully deleting patient exams and becoming unresponsive when the exams were selected. The ssd was replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: b01, c10 and d02 apply to the system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery. It was reported that the system software was being intermittently unresponsive before getting stuck on a registration screen and prompting with an error code 64 during surgery. A manufacturer representative (rep) reported that there was a lot of patients on the system. Troubleshooting was performed. Technical services (ts) had the rep delete the patient data and attempt to redownload from pacs. When trying to search for the patient the system took a long time. The rep rebooted the system, but the site decided to use a different navigation system for the procedure before further troubleshooting could be completed. There was a delay of less than 1 hour and no impact on patient outcome. Additional information was received. It was reported that when checking out the system, some deleted patients were not completely removed. When selecting the patients the system became unresponsive and no patient data was shown. It was suspected that the patient data was corrupted.